Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, tissue reaction to implanted materials can occur. In some cases, the formation of reactive tissue around the lead in the epidural space can result in delayed onset of spinal cord compression and neurological/sensory deficit, including paralysis. Time to onset is variable, possibly ranging from weeks to years after implant" and persistent pain at the ipg or lead site are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Media review, device analysis: media inspection can confirm there is a sore in the patients back. A labeling review did not reveal any anomalies as it states: possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, skin erosion at the ipg site can occur over time conclusion: review of the images provided from the field showed that an image of the patient's sore in the back was provided., a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient had an infection at the back, and the lead site also had a protruding spot. Symptoms of pain, redness, swelling, open sore, and discharge were noted. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16289743. UDI: (B)(4). Product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16540018. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16480753. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16264730. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the back, and the lead site also had a protruding spot. Symptoms of pain, redness, swelling, open sore, and discharge were noted.